Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout the testing at body temperature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a healthcare provider (hcp) via the rep. It was reported the patient's device had been off since (B)(6) 2017 for reasons related to their stimulation spiking. The patient has also experienced a heating sensation at the ins pocket. The date when the heating at the ins pocket started was unknown at the time of the report. The hcp reported the patient is scheduled to have the device explanted on (B)(6) 2017. It was noted the device will be sent back to the manufacturer by the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that stimulation was spiking at night and not turning off. It was reported that the patient was sent a new programmer and was still having the stimulation spiking issue. The rep turned off adaptive stimulation and the patient will try without adaptive stimulation. The rep stated when the patient felt stimulation system come on--the ins was actually turned off. The rep asked the patient frequency of feeling stimulation and patient noted daily and increasing. The rep asked the patient if she had any falls and the patient indicated multiple falls and occurred prior to stimulation on events. The rep was going to reduce amplitude to 0v and turn off stimulation system to see if patient still experienced stimulation on sensation. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that the stimulation spiking was first noticed 3-4 months ago from this report after a fall. The cause of the stimulation spiking was not determined. The rep turned the device to zero and off. Put limit on patient programmer so she could not turn stimulation on. Spiking still occurred so physician was referring the patient to a neurologist, he does not think it was the stimulator. The stimulation spiking has not been resolved. No further patient symptoms or complications were reported in this event.